Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2017 and the reservoir was connected to a drain. When the reservoir was activated after being connected with a drain, the reservoir became inflated with air. There was a possibility of air leak. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
There was no presence of weak welding or over welding that could cause a leakage. Also y-connector ports and exit port were in good condition. During sample evaluation, it was verified that the plate was able to be opened and closed. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen.